Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the battery had early depletion and was explanted and is expected to be returned for analysis. Environmental/external/patient factors included patient has settings programmed. Diagnostics/troubleshooting included impedance testing and they were all normal. Interventions/actions included removing the ins and replacing it with a rechargeable one. The issue is reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implanted ins was stated to have early battery depletion. The battery level was determined to be at 2.64v on (B)(6) 2019 after being implanted on (B)(6) 2019. Battery showing only 7 months of battery life. The patient has implant with a rechargeable battery scheduled for (B)(6) 2019. Programmed settings were confirmed to be higher than average at 5.7 v left gpi and 5.8 v right gpi in group c with the ability to increase to 6.7v left gpi and 7.2 v right gpi.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient is having concerns that the battery is depleting faster than anticipated. The patient noticed that the voltage dropped from 2.77 to 2.71 in a couple weeks of time. Also patient states the amplitude was at 5.9 on one side and 5.7 on the other and he took it down to 1 and his symptoms are no different, maybe he is more nervous but he has no tremor. They know it is helping because when they turn it off there tremors go crazy. Patient indicated impedances were already checked and no problems were found. Pt mentioned he was previously told that battery would last about 2.5 years but now he is thinking it will need to be replaced sooner. They wanted to know if the system could be checked to determine the reason for the drop in battery voltage. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the device has been sent back for analysis. It was placed in the mail on (B)(6) 2019.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4) revealed that the battery was at normal end of the life and telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.